Event description:
It was reported that, during initial implant procedure, this left ventricular (lv) lead exhibited high pacing impedances of greater than 2000 ohms with oversensing and noise. No pacing inhibition was observed. The decision was made to not use this lead, and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip as well as visual inspection found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during initial implant procedure, this left ventricular (lv) lead exhibited high pacing impedances of greater than 2000 ohms with oversensing and noise. No pacing inhibition was observed. The decision was made to not use this lead, and a new lv lead was successfully implanted. No adverse patient effects were reported.